Manufacturer narrative:
Additional narrative: UDI: unknown. Part number not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Doctor performed a viper surgery with cfx screws at l4 and l5 and viper sai screws. After insertion of the rod using viper 3d rod reduction, at the final xray a small metal part was noted. This metal part was then retrieved and turned out to be a metal clamp from the cfx screwhead. As doctor did not want to remove rod and screw again, the construct was finally tightened and the surgery finished as planned. The metal clamp will be made available for investigation

Manufacturer narrative:
UDI: unknown. Part number not available. The saddle for an unknown viper screw (product code and lot number unknown) was returned to the customer quality unit (cqu) on may 10th, 2017. Neither the tulip head nor the screw shank were returned. The saddle features a number of tool marks. These marks may have been caused by a driver placing force on the saddle during an attempt to tighten the screw. The cause of the saddle being forced out of the screw cannot be determined using only this portion of the whole screw. This may have occurred if high amounts of stress were placed on the saddle, especially at an extreme angle in relation to the screw shank. A review of the device history record (DHR) could not be performed on the unknown viper screw (product code and lot number unknown) as no lot number was provided. Since the tulip head, which features the etching for the lot number, was not returned, no lot number could be taken directly from the sample. Without the lot number, no review of its manufacturing records could be completed. A 12 month review of the complaint trend analysis for the unknown viper screw (product code and lot number unknown) could not be performed. No product code was provided. Since the instrument was not returned, the product code could not be identified from the sample. In addition, the information provided is not sufficient to properly identify the instrument. As a result, an accurate 12 month review cannot be performed with the information provided. The root cause of the screw falling apart cannot be determined from the sample and the information provided. A potential root cause may be excessive force placed on the saddle during tightening, potentially at an extreme angle. As no issues could be identified in the manufacturing or release of this device as the lot number could not be identified, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.